Event description:
It was reported that the patient was having mid back pain on their left side. The physician determined that the lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned, resolving the issue. Therapy was restored post-operatively.